Event description:
The customer reported her blood glucose reached 400 mg/dl less than 24 hours after the pod was activated. The pod was removed and she noticed there was no cannula coming out of the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.